Event description:
It was reported that the customer was admitted in the emergency room for high blood glucose of 209mg/dl approximately. It was stated that he may have been sick with the flu, but it was unclear and the customer experienced high ketones and vomiting. Troubleshooting was performed. The time, date, basals and bolus wizard were correct. Reviewed the alarm history and found several low reservoir alarms. The mother mentioned that the drive support cap appears to be normal. Instructed the customer to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.